Event description:
Ciba vision clear care is not clearly marked or it should only be handed out if given with a verbal in person explanation on uses and dangers of misuse. This product is unnecessarily dangerous and confusing as to labeling and high potential for mistake in usage. Dose or amount: stored in flat contact lense, frequency: once, route: ophthalmic. Event abated after use stopped or dose reduced: yes.